Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. Tech support identified that the root cause of failure is a defective electronic (hardware generation 6). The exchange of the display unit has been completed on the device.

Event description:
The customer reported that the bellavista 1000e display turned black repeatedly and not possible to change any ventilation settings. This was detected before the unit was moved to storage. No patient involvement.